Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the upper left leg. Aspiration was initiated. A leak from the pump was observed and the device stopped working. A different device was used to complete the case. Later that day, the patient had a seizure and was brought to a different hospital for a neurology check. This was confirmed to be unrelated to the device by the staff.